Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level was 500 mg/dl and 43 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level and low blood glucose level episodes such as sick. Customer was almost passed out. Customer was treated with food and glucose tablets. Customer stated that she did not go the hospital or seek medical attention for the low blood glucose level. Troubleshooting was not performed for high blood glucose level and low blood glucose level. The insulin pump will not be returned for analysis.